Manufacturer narrative:
Complaint no: cmplnt-(B)(4). (B)(6). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that a half day infusor had a plastic particle in an unspecified location. The reporter provided amounts of drugs used (3g/10mg hc in 52ml) however, the drugs were not specified. This was noticed after filling and before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The lot 14g020 was manufactured july 10, 2014 to july 11, 2014. The affected device was received for evaluation. A visual inspection on the device (via the naked eye) noted a solid white fragment of the duckbill valve component approximately 2.40 mm in size, floating in the fluid pathway of the reservoir. The particle was identified to be polyisoprene material via fourier transform infrared spectroscopy (ft-ir) scanning. The reported condition was verified, though no cause could not be determine with the provided information. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.